Event description:
It was alleged that the brakes would not hold on the stretcher and a patient fell. It could not be confirmed if the alleged fall was a result of the brakes not holding on the stretcher. No adverse consequences or medical intervention was reported for the patient.